Event description:
Additional information received reported that the physician was able to remove the rest of the lead during the (B)(6) procedure. A new lead and neurostimulator were implanted and the patient was doing great.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4), lead: model unknown, lot# unknown, implanted: (B)(6) 2007, explanted: unknown. Analysis of the neurostimulator model 3058, serial (B)(4) found a lead stuck inside the connector port. The lead was removed for functional testing and there was good stable output on the electrode pairs as received.

Event description:
It was reported that the patient underwent a procedure to replace a normally depleted battery. While trying to remove the implantable neurostimulator (ins) the lead became stuck in the connector port, and unraveled+. Once it appeared the lead wasn't coming out, the doctor attempted to unscrew the lead a little more, but was unsuccessful. The lead was cut off between the 2nd and 3rd electrodes and left in the patient, and the replacement was aborted. Another surgery was scheduled for (B)(6) 2012 to remove the remained of the lead and implant a new lead and battery. It was reported that there was no patient injury, and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.